Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported that the low glucose alarm failed to trigger and experienced seizure and loss of consciousness. An ambulance was called and customer received treatment of oral glucose for hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc device. The customer reported that the low glucose alarm failed to trigger and experienced seizure and loss of consciousness. An ambulance was called and customer received treatment of oral glucose for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. A graph of glucose values was analyzed and it was discovered that alarms were not displayed when glucose value was outside the threshold range. A functionality test was performed to ensure that the alarms are working as they should be. Activated a known good sensor with the returned reader and a linearity test was performed. A low glucose alarm was successfully activated and the test results were within specification, therefore this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.